Event description:
According to the reporter: the clipper was being used by the surgeon and the surgeon asked for another clip applier (not disposable) because the first one had torn the vein. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragments or components fell into the patient's cavity.

Manufacturer narrative:
(B)(4).